Manufacturer narrative:
Evaluation summary: the device and the lens were returned in a plastic bag. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger has been retracted to mid-nozzle. A broken haptic was observed. The haptic was misfolded under and located on the left side of the plunger in the groove at the plunger tip. The distal portion of the haptic was facing the end of the nozzle. Light stress lines were observed along the anterior of the tip beginning beyond the fill to line. The lens was returned folded in white gauze material. Viscoelastic was dried on the lens. One haptic was broken at the optic/haptic junction. Product history records were reviewed and the documentation indicated the product met release criteria. A non-qualified viscoelastic product was indicated. The root cause may be related to a failure to follow the directions for use (dfu). A non-qualified viscoelastic was used in the device. There have been two other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract surgery with an intraocular lens (iol) implant, the trailing haptic was found torn after insertion. Through a widened incision, the iol was removed and replaced with another iol. The procedure was completed. The incision was okay while corneal astigmatism turned out to be less severe. The eye seemed to be in good condition for the time being. The incision size was 2.75 and the removal size was 6. Additional information has been requested.